Event description:
When the valve was implanted, leakage was discovered immediately at distal end of the reservoir and the valve was removed and replaced. The leakage occurred with the doctor tried to size the valve to make it fit a pt with an abnormal anatomy.